Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Since product was not returned for investigation to attempt to reproduce the leak, the root cause of the purge leak could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." "Clean the connector cable with 70% isopropyl alcohol."

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and had a purge leak of the pump. The patient had a ventricular tachycardia event at home with one shock and was brought to the emergency department and admitted to the intensive care unit for inpatient ventricular assist device/transplant work up. After admission to the unit, the patient acutely decompensated over 24 hours prompting the heart failure team to consult with the cardiothoracic surgery for mechanical support with an impella 5.5 device. The patient was urgently taken to the operating room for successful axillary placement. The patient was then transferred to the cardiovascular intensive care unit in stable condition. Approximately nine days after start of support, a leak was noticed around the purge sidearm. It was reported that the nurse found a small amount of purge fluid leaking from around the purge filter assembly. The purge pressure had fallen to lower 300¿s range and purge rate had increased by roughly 3 milliliters with no alarms. Upon inspecting the assembly, the nurse squeezed the outer housing and it "snapped back together" dried off the outer housing, and tightly wrapped it with silk tape. The purge pressure was back up to upper 400¿s with a flow rate of 14 milliliters. Due to the patient getting listed for a transplant, the decision was made to do an impella 5.5 exchange as support would be needed for the foreseeable future. The explant was successful, and the additional impella 5.5 insertion was also successful with no report of adverse effects to the patient.